Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A 3.0 mm diameter x 9 mm length endeavor drug-eluting coronary stent was inserted into a patient for the treatment of an unknown lesion. Initial implant and lesion morphology information was not reported. Approximately 45 months post initial stent implant, the patient presented to the hospital with acute left anterior frontal infarct. The patient was released 48 hours later. The investigator assessed the event was not related to the device, drug or index procedure.

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, when the cystic artery identified and the surgeon was ready to use the endoscopic clip applier to close the vessel, the instrument didn't perform as expected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. A video of the procedure was received for review. Summary provided by an ees (B)(4): "received video of a laparoscopic cholecystectomy with documented usage of the device. Multiple clips were placed on the cystic duct. Four clips were left on the divided cystic duct as it joined the common bile duct. The exact junction was not identified. Of the five clips the only really good clip was on the duct as it exited from the gb. Three of the other four clips appeared to be defective. The fifth clip was questionable. It was noted that the device was significantly torque at times and the device was pushed firmly and I am concerned the clip could have been displaced proximally in the jaws of the device. Two of the clips appeared to document bulging of the clips and obviously were not functional. The firings on the vessel appeared to be better with more normally appearing clips. I am concerned the clip applier may well have had less than adequate clip security in the jaws and that combined with poor technique led to poor clip formation."